Manufacturer narrative:
Batch t26693 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 24 pouches and the 24 wraps inside. Inspection shows no obvious defects, to cartons, pouches or wraps. There were no cells damaged or leaking. Form-46455 retain sample inspection form documented the retain evaluation performed on (B)(6) 2018 for an unrelated complaint. An evaluation of the complaint history confirms that this is the fourth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. A full investigation is in progress for a confirmed cell damaged/leaking complaint; pr - 2074034. Pr - 2074034 identified the root cause as equipment category, other. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures per menstrual, spec-22087, effective date: (B)(6) 2016. There were no wrap attribute or variable defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch at the time of release. The root cause category is non assignable (complaint not confirmed). This current complaint does not mention that an adverse event occurred during use, it is related to the recall of the product. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this rev.

Event description:
Event verbatim [preferred term] burn/pain [thermal burn] , peeled skin/slight peeling of skin [skin exfoliation] , did not read the usage instructions on thermacare before using the product, she stated that she did have the wrap on all day, so she wasn't using this product by the instructions [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 44-year-old female patient started to receive thermacare heatwrap (thermacare menstrual, lot #t26693, m16626, expiration date: aug2020) from an unspecified date for years at 1 wrap per day as needed for pain menstrual. Medical history included acid reflux, dizziness, eczema. Concomitant medication was none. The patient previously received sucralfate (carafate), pantoprazole, ranitidine for acid reflux, and spironolactone for acne. She previously used thermacare off & on, and did not experience the same problem. She previously used other heat products for pain relief off & on, and had temporary red marks, this was 1st burn. The patient was calling about the heat wrap recall. She has a few, 2 different lot numbers; she thought one might be affected, but she was not sure about the other. She did get a burn from one wrap; she didn't know what lot it was; it was months ago. The burn occurred in (B)(6) 2018 or (B)(6) 2018. She took off the wrap when she felt pain. She stated that she has recovered completely then stated that there might be a trace of it left that can barely be seen. In regards to the burn, she stated that she did have the wrap on all day, so she wasn't using this product by the instructions. When asked for the upc, UDI, lot number, and expiration date for the wrap that she was using when she experienced the burn in 2018, she stated that she took things out of the box, and she didn't know which box the wrap that gave her the burn came from. She has several boxes there. They came in packs of three. She didn't know if she has the box of the wrap that gave her the burn. She has three with the same lot number, so she believed they came from the same box. She has one with a different lot number, so maybe the suspect wrap came from that. She verified that she did not discontinue her use of thermacare menstrual. The patient classified her skin tone as very light or fair. She did not have sensitive skin. She purchased red box. No product was remaining. She used thermacare for a good portion of the day (maybe 7 hour per day), forgot it. She was wearing several layers of clothing over the thermacare product. She attached the adhesive to clothing. She did not engage in exercise while using the product. She might checked her skin under the product while wearing thermacare. She did not read the usage instructions on thermacare before used the product. She experienced burn with slight peeling of skin from a portion of the patch in2018 (burn-peeled skin, pain which received possibly ibuprofen/pain med.). Area did heal over a week or two. She experienced the course of problem 7+ hours. She did not consult a healthcare professional for the problem. The action taken in response to the events for thermacare heatwrap was dose not changed. The outcome of the event burn and peeled skin/slight peeling of skin was recovered in 2018. The outcome of other events was unknown. Sample status was not requested. Product investigation summary results was as follows: batch t26693 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 24 pouches and the 24 wraps inside. Inspection shows no obvious defects, to cartons, pouches or wraps. There were no cells damaged or leaking. Form-46455 retain sample inspection form documented the retain evaluation performed on (B)(6) 2018 for an unrelated complaint. An evaluation of the complaint history confirms that this is the fourth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. A full investigation is in progress for a confirmed cell damaged/leaking complaint; pr - 2074034. Pr - 2074034 identified the root cause as equipment category, other. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures per menstrual, spec-22087, effective date: (B)(6) 2016. There were no wrap attribute or variable defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch at the time of release. The root cause category is non assignable (complaint not confirmed). This current complaint does not mention that an adverse event occurred during use, it is related to the recall of the product. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation pr 2379610 t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation pr 2379610. Prelim. Confirmation status was not confirmed. Root cause category (tier 1): non-assignable (complaint not confirmed). Additional information has been requested and will be provided as it becomes available. Follow-up (B)(6) 2018): new information from a contactable consumer included: lot numbers from 2 boxes. Follow-up (B)(6) 2018): new information from a contactable consumer included: medical history, deny of concomitant medication, past drug history, new events (peeled skin/slight peeling of skin, did not read the usage instructions on thermacare before used the product) and treatment received. Follow-up (B)(6) 2019): new information reported from product quality complaint group includes product investigation summary results. Company clinical evaluation comment based on the information provided, the events of "burn, skin peeling and device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn, skin peeling and device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Batch t26693 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 24 pouches and the 24 wraps inside. Inspection shows no obvious defects, to cartons, pouches or wraps. There were no cells damaged or leaking. (B)(4) retain sample inspection form documented the retain evaluation performed on 18jul2018 for an unrelated complaint. An evaluation of the complaint history confirms that this is the fourth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. A full investigation is in progress for a confirmed cell damaged/leaking complaint; (B)(4) identified the root cause as equipment category, other. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures per menstrual, (B)(4), effective date: 28nov2016. There were no wrap attribute or variable defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch at the time of release. The root cause category is non assignable (complaint not confirmed). This current complaint does not mention that an adverse event occurred during use, it is related to the recall of the product. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this rev

Event description:
Event verbatim [preferred term] burn/pain [thermal burn] , peeled skin/slight peeling of skin [skin exfoliation] , did not read the usage instructions on thermacare before using the product, she stated that she did have the wrap on all day, so she wasn't using this product by the instructions [device use error]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A 44-year-old female patient started to receive thermacare heatwrap (thermacare menstrual, lot #t26693, expiration date: aug2020; lot # m16626, expiration date: jul2018) from an unspecified date for years at 1 wrap per day as needed for pain menstrual. Medical history included acid reflux, dizziness, eczema. Concomitant medication was none. The patient previously received sucralfate (carafate), pantoprazole, ranitidine for acid reflux, and spironolactone for acne. She previously used thermacare off & on, and did not experience the same problem. She previously used other heat products for pain relief off & on, and had temporary red marks, this was 1st burn. The patient was calling about the heat wrap recall. She has a few, 2 different lot numbers; she thought one might be affected, but she was not sure about the other. She did get a burn from one wrap; she didn't know what lot it was; it was months ago. The burn occurred in (B)(6) 2018 or (B)(6) 2018. She took off the wrap when she felt pain. She stated that she has recovered completely then stated that there might be a trace of it left that can barely be seen. In regards to the burn, she stated that she did have the wrap on all day, so she wasn't using this product by the instructions. When asked for the upc, UDI, lot number, and expiration date for the wrap that she was using when she experienced the burn in 2018, she stated that she took things out of the box, and she didn't know which box the wrap that gave her the burn came from. She has several boxes there. They came in packs of three. She didn't know if she has the box of the wrap that gave her the burn. She has three with the same lot number, so she believed they came from the same box. She has one with a different lot number, so maybe the suspect wrap came from that. She verified that she did not discontinue her use of thermacare menstrual. The patient classified her skin tone as very light or fair. She did not have sensitive skin. She purchased red box. No product was remaining. She used thermacare for a good portion of the day (maybe 7 hour per day), forgot it. She was wearing several layers of clothing over the thermacare product. She attached the adhesive to clothing. She did not engage in exercise while using the product. She might checked her skin under the product while wearing thermacare. She did not read the usage instructions on thermacare before used the product. She experienced burn with slight peeling of skin from a portion of the patch in2018 (burn-peeled skin, pain which received possibly ibuprofen/pain med.). Area did heal over a week or two. She experienced the course of problem 7+ hours. She did not consult a healthcare professional for the problem. The action taken in response to the events for thermacare heatwrap was dose not changed. The outcome of the event burn and peeled skin/slight peeling of skin was recovered in 2018. The outcome of other events was unknown. Sample status was not requested. As of (B)(6) 2019, product investigation summary results was as follows: batch t26693 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 24 pouches and the 24 wraps inside. Inspection shows no obvious defects, to cartons, pouches or wraps. There were no cells damaged or leaking. (B)(4) retain sample inspection form documented the retain evaluation performed on 18jul2018 for an unrelated complaint. An evaluation of the complaint history confirms that this is the fourth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. A full investigation is in progress for a confirmed cell damaged/leaking complaint; (B)(4) identified the root cause as equipment category, other. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures per menstrual, (B)(4), effective date: 28nov2016. There were no wrap attribute or variable defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch at the time of release. The root cause category is non assignable (complaint not confirmed). This current complaint does not mention that an adverse event occurred during use, it is related to the recall of the product. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Prelim. Confirmation status was not confirmed. Root cause category (tier 1): non-assignable (complaint not confirmed). As of (B)(6) 2019, investigation results from product quality complaint group was as follows: batch code#: m16626, expiry date: jul2018. Batch m16626 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included one carton and the three pouched wraps inside and shows there no obvious defects to the carton or the pouched wraps. # retain sample inspection form documented the retain evaluation performed on 05mar2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the (city name) site requiring an evaluation for this batch. There were two previous complaints for menstrual product with confirmed adverse events. The root cause was identified as equipment - other. Investigation (B)(4) menstrual & muscle joint us cells damaged/leaking was conducted for the subclass of cell pack damage/leaking. The confirmed adverse event involved one of these batches and was caused by a leaking cell pack. These batches were reviewed at aqrt and the outcome was to recall the four batches (t26691, t26693, and t26686 & s68516). This current complaint does not mention cell damage/leaking or any other product quality complaint associated with batch m16626. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c -41.6°c) per (B)(4), effective: 14may2015.this batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch at the time of release. Investigation summary: the root cause category is non assignable (complaint not confirmed). This current complaint does not mention that an adverse event occurred during use, it is related to the recall of menstrual product. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is past the expiration date of jul2018. Investigation (B)(4) menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). This current complaint does not mention cell damage/leaking or any other product quality complaint associated with batch m16626. Follow-up (29nov2018): new information from a contactable consumer included: lot numbers from 2 boxes. Follow-up (31dec2018): new information from a contactable consumer included: medical history, deny of concomitant medication, past drug history, new events (peeled skin/slight peeling of skin, did not read the usage instructions on thermacare before used the product) and treatment received. Follow-up (27jan2019): new information reported from product quality complaint group includes product investigation summary results. Follow-up (18mar2019): new information reported from product quality complaint group includes investigation results and expiration date of suspect product with lot number: m16626. Company clinical evaluation comment based on the information provided, the events of "burn, skin peeling and device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn, skin peeling and device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burn/pain [thermal burn], peeled skin/slight peeling of skin [skin exfoliation], did not read the usage instructions on thermacare before using the product, she stated that she did have the wrap on all day, so she wasn't using this product by the instructions [device use error]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare menstrual, lot #t26693, m16626) from an unspecified date for years at 1 wrap per day as needed for pain menstrual. Medical history included acid reflux, dizziness, eczema. Concomitant medication was none. The patient previously received sucralfate (carafate), pantoprazole, ranitidine for acid reflux, and spironolactone for acne. She previously used thermacare off & on, and did not experience the same problem. She previously used other heat products for pain relief off & on, and had temporary red marks, this was 1st burn. The patient was calling about the heat wrap recall. She has a few, 2 different lot numbers; she thought one might be affected, but she was not sure about the other. She did get a burn from one wrap; she didn't know what lot it was; it was months ago. The burn occurred in (B)(6) 2018 or (B)(6) 2018. She took off the wrap when she felt pain. She stated that she has recovered completely then stated that there might be a trace of it left that can barely be seen. In regards to the burn, she stated that she did have the wrap on all day, so she wasn't using this product by the instructions. When asked for the upc, UDI, lot number, and expiration date for the wrap that she was using when she experienced the burn in 2018, she stated that she took things out of the box, and she didn't know which box the wrap that gave her the burn came from. She has several boxes there. They came in packs of three. She didn't know if she has the box of the wrap that gave her the burn. She has three with the same lot number, so she believed they came from the same box. She has one with a different lot number, so maybe the suspect wrap came from that. She verified that she did not discontinue her use of thermacare menstrual. The patient classified her skin tone as very light or fair. She did not have sensitive skin. She purchased red box. No product was remaining. She used thermacare for a good portion of the day (maybe 7 hour per day), forgot it. She was wearing several layers of clothing over the thermacare product. She attached the adhesive to clothing. She did not engage in exercise while using the product. She might checked her skin under the product while wearing thermacare. She did not read the usage instructions on thermacare before used the product. She experienced burn with slight peeling of skin from a portion of the patch (burn-peeled skin, pain which received possibly ibuprofen/pain med.). Area did heal over a week or two. She experienced the course of problem 7+ hours. She did not consult a healthcare professional for the problem. The action taken in response to the events for thermacare heatwrap was dose not changed. The outcome of the event burn and peeled skin/slight peeling of skin was recovered in 2018. The outcome of other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (29nov2018): new information from a contactable consumer included: lot numbers from 2 boxes. Follow-up (31dec2018): new information from a contactable consumer included: medical history, deny of concomitant medication, past drug history, new events (peeled skin/slight peeling of skin, did not read the usage instructions on thermacare before used the product) and treatment received. Company clinical evaluation comment: based on the information provided, the event of "burn, skin peeling and device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn, skin peeling and device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.